Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to close a patent foramen ovale. An amplatz soft j wire was used to cross the defect. It was reported that the device jumped forward approximately 7-8mm following deployment of the left disc and as the physician pulled back the positioning of the left disc appeared off. It was reported that when the left disc was positioned back on the septum, the physician advanced the delivery system 2-3 additional times, at which time the patient complained of chest pain and a pericardial effusion was noted. Pericardiocentesis was performed removing approximately 120cc of fluid; however, the patients symptoms continued and the patient was taken to surgery.